Manufacturer narrative:
Device not returned to manufracturer.

Event description:
It was reported that the abutment screw (iunihg) was loosened. Doctor was able to resolve the loosening with a replacement screw.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates continuous screw loosening events. This complaint is non-verifiable with the information presented. A singular root cause can not be identified. (B)(4).